Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a retrograde intrarenal surgery (rirs) for renal stone treatment in the kidney, a 5mm piece of the transparent laser fiber tip was broken after insertion via the single-use flexible ureteroscope into the kidney. The surgeon removed the laser fiber and attempted to retrieved the broken tip using grasping forceps but was unsuccessful. He could not find the broken end in the endoscopic view. The patient is reported as "stable."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for an evaluation, the root cause of the reported event could not be determined. This supplemental report includes a correction to e3 and g2 to provide information that was inadvertently not included on the initial medwatch. Also, new information has been added to d4. Olympus will continue to monitor field performance for this device.